Event description:
It was reported to gore that a patient underwent treatment of a left inguinal hernia on (B)(6) 1999. An operative report dated (B)(6)1999 indicates the left inguinal hernia repair was performed using a "gore-tex patch." However, a description of the procedure states: "there was a direct inguinal hernia and a bard patch was fashioned and anchored to the pubic tubercle and sewn inferiorly to the shelving edge of the inguinal ligament and superiorly to the aponeurosis of the internal and transversus abdominus muscle. This was then tied posterior to the cord." The 10/21/1999 medical records provided include a device sticker with the reference and lot number of a bard reconix eptfe reconstruction patch (information provided above). There is no product identification in the medical records indicating that a "gore-tex patch" or any gore device was implanted in the patient. Medical records between 1999 and 2017 were not provided. The complaint states that on or about (B)(6) 2017, the patient "experienced significant symptoms including difficulty with swallowing, chest pain, shortness of breath, coughing, difficulty urinating, leg and arm pain, and constipation. Diagnosis revealed that the mesh had become infected and needed to be immediately removed. Surgery for the removal was completed on (B)(6) 2017. [The patient] was discharged from the hospital on (B)(6) 2017." Medical records detailing visits pertaining to the patient's (B)(6) 2017 symptoms were not provided. An operative report dated (B)(6) 2017 indicate the patient underwent "1. Left groin exploration; 2. Removal of infected mesh; 3. Drainage of left groin abscess." The records indicate the following post-operative diagnoses: perforated sigmoid diverticulitis, infected left inguinal mesh, and left groin abscess. The (B)(6) 2017 operative report states: "this is a 54-year-old male presenting with several recent episodes of sigmoid diverticulitis, now found to have an abscess in the left groin surrounding a previous mesh following a left inguinal hernia repair approximately 20 years ago. The patient had a previous drainage procedure performed by lnterventional radiology, but the patient presents now for removal of the infected mesh and drainage of an abscess cavity." Operative findings state: "the patient was found to have an abscess of the left groin with mesh within the abscess cavity. The mesh was removed and sent to pathology for further examination." Description of the (B)(6) 2017 operative report states: "an incision was then made ... Carried down through subcutaneous tissue. Scar tissue was noted from the previous hernia repair. There was also inflammation noted. Then, the external oblique aponeurosis was entered. Gas and stools identified within the inguinal canal. This was evacuated and irrigated. Spermatic cord was within a significant amount of scar tissue. A gore-tex mesh was identified which was sutured using prolene suture. This was removed using metzenbaum scissors." "When the mesh was completely removed, the wounds were thoroughly irrigated with 1 l of saline solution." "The patient tolerated the procedure well." Pathology records pertaining to the explanted mesh device were not provided. Discharge records dated (B)(6) 2017 list the following medical problems: "abscess of sigmoid colon due to diverticulitis. Infected hernioplasty mesh. [Status post] left groin exploration, removal of infected left inguinal hernia mesh." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).